Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-01180. It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was taken on (B)(6) 2019 to have an additional lead placed for better coverage. Issue was resolved.